Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer had changed the supplies on the pump. The customer's blood glucose (bg) level was high (value unknown) and low (40 mg/dl). The customer thought that the low bg was due to the occlusion alarms. The customer ate food to address the low bg and an insulin injection was used to address the high bg. The customer's bg were at 105 mg/dl at the time tandem customer technical support (cts) was contacted and were going back to the target level. Cts had the customer perform a system check and the cause of the occlusion could not be confirmed. Due to the fluctuating bg levels, the customer was to use insulin pens to manage the bg level overnight.